Event description:
The customer reported that the system became unable to expose x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative evaluated the system and replaced the cup coin battery. The system operates as intended.